Event description:
During percutaneous coronary intervention (pci), balloon leakage occurred and a balloon rupture below rated burst pressure were confirmed. A different balloon was used to finish deploying the stent.

Manufacturer narrative:
This patient presented to the cardiac catherization unit for unspecified reasons and 1-vessel disease was found. Pci was performed on a 95% de novo lesion in the mid to proximal left anterior artery (lad) that was slightly calcified. The lesion was pre-dilated with a 3.0x20mm sprinter balloon at unknown inflation pressure before a 3.5x18mm cypher stent was delivered to the target lesion. While inflating the balloon catheter, it ruptured at 11 atmospheres (atm). Since the stent did not have good wall apposition, the stent was post-dilated with two balloons. 3.5x15mm kongu and a 4.5x13mm fortis. Intravascular ultrasound (ivus) was conducted that sufficient stent apposition was confirmed. The product will not be returned for analysis due to the patient's infectious disease. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. Additional information received will be submitted within 30 days upon receipt.